Manufacturer narrative:
Concomitant products used during the procedure: carto xp system: model #: m-4700-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: (B)(4). Reprocessed soundstar catheter: model #: unk, lot #.: unk. The customer was contacted by biosense webster field service engineer. The hospital ep lab manager advised that the incident was not due to any bwi equipment and no further action is required at this time. (B)(4). The returned ez steer thermocool catheter was tested and passed the following tests: patency flow test, cool flow pump, deflection, electrical, leakage, temperature and generator tests. It was noticed that the shaft of the catheter has groove marks. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Scrap: 2 pieces: damaged tip and damaged saline tubing.

Event description:
It was reported that while performing a pvc ablation, a mild perforation occurred in the patient's right ventricle. The condition treated was for premature ventricular contractions. The perforation happened prior to ablation (while positioning catheters for a pvc ablation). The soundstar catheter was positioned in the right ventricle and the bi-directional catheter was positioned in the left ventricle. It is unknown as to which catheter actual perforated the ventricle but the physician did indicate that the soundstar catheter (reprocessed by ascent) in the rv used during the procedure was believed to have contributed to the injury. A pericardial tap was performed in an effort to drain the area. The patient is in stable condition and had fully recovered. The case was continued using non bwi catheters. No information on what type was provided.